Event description:
It was reported, "surgeon was implanting a restoration modular cone conical construct. When tightening the screw that locks the cone body, the screw broke. The screw thread portion was left in the patient. The proximal portion was discarded. The surgeon admitted that he had put too much torque through the screw."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.